Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon has a porous baseplates that needs to be revised. Reason for revision is unknown. Implant and expectant explant dates are also unknown.